Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. While on support, low flows were experienced, and the team confirmed proper positioning of the device and adequate volume status. The maximum flows achieved were reported to be 1.6 to 1.8 liters per minute. The flows remained low despite pressure level adjustments. The decision was made to remove and replace with a new impella. There was no patient harm reported.

Manufacturer narrative:
The investigation for the reported low pump flow issue has been completed. The impella device was not received from the customer nor was clinical information provided sufficient to determine the root cause. Therefore, the root cause of the reported issue could not be determined. This report is being filed as part of a retrospective review of historical records.